Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem. The root cause investigation is in progress.

Event description:
This is a report by a physician from (B)(6) of pyrexia and sterile peritonitis in a patient (in her (B)(6)) coincident with dianeal, unknown, and extraneal viaflex therapies. On (B)(6) 2001, the patient began treatment with dianeal (1.36% and 2.27%) and extraneal viaflex (doses, frequency and lot numbers not reported) intraperitoneally (ip) for continuous ambulatory peritoneal dialysis (capd). On (B)(6) 2010, peritoneal dialysis (pd) therapy was discontinued and the patient was started on hemodialysis. On (B)(6) 2010, the patient experienced clinical signs of acute peritonitis (abdominal pain and pyrexia) and was diagnosed with sterile peritonitis. The event of sterile peritonitis was considered severe. It was not reported if the patient was hospitalized for the event. From (B)(6) 2010 to (B)(6) 2010, the patient received antibiotic treatment with vancomycin 2 grams ip (7 days) and rimactan 600 mg orally (po) once a day. On an unreported date, the patient recovered from the peritonitis. Concomitant medications were not reported. The physician stated the causality in relation to the event of sterile peritonitis (and pyrexia) with dianeal and extraneal was unknown.